Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and ams elevate were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Manufacturer narrative:
It was reported that patient underwent excision of vaginal mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital due to vaginal mesh erosion with recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2013 for cystoscopy bladder stone and possible mesh erosion into the bladder. It was reported that the patient underwent partial removal of mesh on (B)(6) 2013 for cystocele and mesh erosion. (B)(4).